Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported on multiple intermittent occurrences, that air bubbles were observed along the infusion set tubing. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer "flicked" the tubing, primed the air bubbles out and resolved the issue. The customer declined to provide any further information regarding the event.